Event description:
It was reported that the caller experienced a power source alert while using the tandem charging cable and wall adaptor. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller was instructed to plug the wall adaptor into a working outlet for at least 30 minutes; the pump began successfully charging.